Manufacturer narrative:
Further analysis was performed and a correction was made to the investigation summary. Investigation summary visual inspection was performed, and it was found that the pebax sleeve was damaged with metal exposed and reddish-dark brown material inside it. Then, magnetic sensor functionality was tested on the carto, and the catheter was properly visualized, and no errors were observed. Then, the force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30236398m number, and no internal actions related to the complaint was found during the review. The customer complaint regarding blood inside the tip (pebax area) was confirmed but the force issue was not duplicated during the product analysis however, the blood inside the tip could be related to the force issue reported by the customer. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # ==> pc-(B)(4).

Manufacturer narrative:
(B)(6). Visual inspection was performed, and it was found that the pebax sleeve was damaged with metal exposed and also reddish-dark brown material was found inside it. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly and the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30236398m number, and no internal actions related to the complaint was found during the review. The customer complaint has been confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified that the pebax sleeve was damaged with metal exposed, and also had reddish-dark brown material inside it. It was initially reported by the customer that during the pulmonary vein isolation (pvi) ablation procedure, with the thermocool® smart touch® sf bi-directional navigation catheter, the contact and vector behavior was strange. The thermocool® smart touch® sf bi-directional navigation catheter was removed from the patient¿s body and it was seen on the tip that there was blood inside the magnetic sensor. The catheter was replaced with new one and issue resolved, and the procedure was continued successfully. There was no patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The force issue and foreign material in the pebax with no external damage were assessed as not MDR reportable since the potential risk that they could cause or contribute to a death or serious injury is remote. On october 18, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was reported that upon initial visual inspection, the pebax sleeve was damaged with metal exposed and there was reddish-dark brown material found inside. On october 30, 2019, during additional analysis and testing, it was confirmed that the integrity of the device was compromised. These findings were reviewed and determined to be MDR reportable as a malfunction. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through visual analysis on october 18, 2019 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is october 18, 2019.